Event description:
It was reported that the left monitor would intermittently to go blank and requires replacement. This may cause the system to become unusable due to the inability to view the live image. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.